Event description:
Sensor inaccuracy - new sensor, first reading: 1:44pm 139 mg/dl, finger stick reading 100 mg/dl. This is expected, dexcom considers this normal and recommends against calibration within the first 24 hours, this is unacceptable. After calibration typically dexcom readings become aligned with finger stick readings, the data I have been reporting relays that typically g6 readings consistently are greater than/outside the allotted mard(mean absolute relative difference) threshold when a new sensor is inserted. Maybe the g6 sensor readings will get closer to my finger stick readings over a couple of days if I just wait, but even typing that sounds ludacris, and that basically means for however long it takes the dexcom sensor to "warm up" I ought to just be relying on finger sticks, hmmm. Just reporting a pattern, the data speaks for itself. If we go down the rabbit hole of omnipod 5 relying on dexcom g6 data to "automatically" basil insulin, you realize that the difference between 139 mg/dl and 100 mg/dl is not a non-chelant "let the sensor warm" up kind of incident. Refer to additional documents in i2k.